Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that post-operatively, the pt had bleeding. The surgeon advised that there was no device malfunction. No further info is available. There was no pt consequence.